Event description:
Customer's wife called to report the passing of her husband. Caller stated that the cause of death was due to brain aneurism. Caller stated that the customer's blood vessels in his brain had weakened due to his diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.